Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The exact cause of the alarm cannot be determined. Balance chamber pressure alarms at the start of treatment typically indicate the therapy fluid or effluent line were not unclamped as directed. Blood in the saline bag indicates incorrect pt connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding pt connections. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure high alarm occurred at the start of a routine hemodialysis treatment. The operator disconnected the pt while recirculating the blood. The operator then noticed blood in the saline bag. Rinseback was not performed resulting in an estimated blood loss of 300 cc. No medical intervention was required.